Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure a coronary hematoma developed. The 90% stenosed target lesion was located in the moderately tortuous obtuse marginal (om) artery. The proximal left circumflex (lcx) artery contained a previously implanted non-bsc bare metal stent (bms) witha 50% in-stent restenosis. The target lesion was predilated with an unknown type 3.25x15mm balloon. The physician advanced the 3.5x16mm taxus express2 drug eluting stent (des) part the previously implanted stent to the target lesion. A "hematoma" developed in the distal om at that time causing vessel closure. The 3.5x16mm taxus express2 des was removed from the patient. The procedure was completed treating the target lesion and hematoma with an unknown width by 24mm length taxus express2 des. There were no additional patient complications noted with the patient's current condition listed as "good."